Event description:
On (B)(6) 2002 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan of the abdomen revealed the inferior vena cava (ivc) filter is in place with its tip about 2.4 cm inferior to the renal vein ivc confluence. There is no narrowing of the inferior vena cava. There is extraluminal extension of the posterior right lateral strut noted measuring 4.7 mm. No adjacent focal fluid collection is demonstrated. No fracture of the ivc filter strut is observed.